Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The inspection revealed that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the life-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the life-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. This does not represent a device malfunction. The ability of the device to deliver therapies is not affected by this safety mechanism. We would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2026. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The inspection revealed that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the life-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the life-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. This does not represent a device malfunction. The ability of the device to deliver therapies is not affected by this safety mechanism. We would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.